Event description:
It was reported the patient ((B)(6)) lost stimulation and was unable to communicate with her ipg via the charging system. Surgical intervention was undertaken to revise the implant depth of the patient's ipg thereby resolving the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.